Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2017-00813. It was reported the patient experienced breathing issues during their trial implant procedure on (B)(6) 2017. The exact nature of the issue is unknown. The patient was taken to a nearby ER where she treated and stabilized. The issue has resolved.